Event description:
It was reported that a dexcom g6 continuous glucose monitoring sensor paired with the dexcom mobile app but failed to pair with the ilet device; the user was guided to toggle g6/g7 settings and reenter the sensor pairing code and transmitter serial number, and was advised that pairing could take 15¿30 minutes with instruction to call back if unsuccessful. Symptoms included no adverse clinical effects and stable blood glucose. Outcomes included no medical intervention, no hospitalization, and no impact to daily activities. Investigation included product troubleshooting and user education performed remotely. Investigation of this case revealed that the device did not complete cgm pairing to the ilet despite correct entry of pairing credentials, while the sensor functioned with the manufacturer¿s app. It was concluded that this represented a failure to establish communication between the cgm and the ilet without patient harm.